Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints codes are: anxiety-product/procedure: unable to observe as it is not related to the device. Nipple sensation increase/decrease: unable to observe as it is not related to the device. As per the investigation procedure, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported left side nipple paresthesia/hypersensitivity. Healthcare professional later reported exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Event description:
Patient reported left side nipple paresthesia/hypersensitivity. Healthcare professional later reported exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of nipple paresthesia/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nipple paresthesia/hypersensitivity.